Manufacturer narrative:
Additional MFR narrative: batch number of the related product has been retrieved and quality investigations performed. The batch has been released in accordance with the manufacturers' specifications. No other complaint has been registered for this batch number to date. Corrected data: a local medical expert has been contacted to manage the situation. According to the received investigation, this case seems related to a vascular complication in the injected area, which is a well-known adverse reactions. The vascular complication is related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. Batch analyse undertaken confirms that the products passed sterility and quality compliance tests, therefore a product-related cause in this adverse event seems dismissed.

Event description:
According to the information received on (B)(6) 2021, a patient was injected on (B)(6)n2021 with a teosyal (B)(6), ((B)(4)) product in the lion's wrinkle, nasolabial folds and corner of the lips. Six hours after the injection, the patient came back worried to the injector who diagnosed a severe vascular skin disorder acoompanied with necrosis in the lion's wrinkle and a visible whitening of the skin with redness around it. A medical expert of the affiliate (prof (B)(6)) was contacted in order to help in the management of this case. This last recommended to inject hyaluronidase. On (B)(6) 2021, we were informed that the problem was completely resolved.